Manufacturer narrative:
Findings: unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit was monitored for 24 hours, no blank display, battery out of limit or failed battery alarms noted. All operating currents are within specification. No unexpected low battery or of no power alarms noted. No c13 isolation tape damage noted on lcd board. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 192 mg/dl. The alarm and possible causes was explained to the customer. The customer was advised to insert new battery the display did return. Customer stated the pump kept coming back with battery out limit and failed battery test even inserted a new battery. The customer was advised that something must be going on internally and it is best to replace the pump. The customer was advised that we will send packs of batteries with the pump order.